Event description:
On november 16, 2006, the lay pt's mother contacted lifescan (lfs) alleging that the pt's one touch ultra smart meter was reading inaccurately low. The medical affairs specialist (mas) spoke with the mother on november 27, 2006 to obtain add'l info included below: the pt takes lantus insulin 15 units in the am and pm. She also takes humalog insulin at mealtimes based on her meter readings. The mother said the pt had been obtaining "normal" blood glucose readings on the reported meter for a few days and took insulin accordingly. On november 14, 2006 at about 1:00am a result of 124mg/dl was obtained on the reported meter while the pt was nauseated and weak. The mother tested pt's ketones and obtained a "high ketone" result. The mother took the pt to the e.r. Where a result of "high" was obtained on the e.r. Device and the pt tested positive for ketones at 1:30am. The pt was admitted to ICU for 2 days and treated with IV fluids and an insulin drip. The customer care advocate (cca) verified that the testing technique was correct. The mother was unable to read the meter serial number and did not have test strips or control solution to complete control solution testing. The meter, test strips, and control solution were replaced. The complaint is reported because the meter read low compared to the pt's symptoms that suggested hyperglycemia, positive ketones, and a hyperglycemic reading on an e.r. Device. The pt was admitted to the hosp and treated with IV fluids and an IV insulin drip.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for eval, but has not yet rec'd them. If either the meter or strips are returned, lifescan will eval it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.